Event description:
The 512sd was used during a diagnostic laparoscopy. The surgeon used the 1 seal with the device. After taking down some adhesions, the surgeon removed a specimen with the ep236, the 1seal was not on the device at this time. The ep236 would not pull back easily through the device and the white "o" ring on the flapper valve had fallen off and is stuck in the trocar. The ring did not fall into the pt. Another 512d was opened to complete the case. There was no consequence to the pt.